Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving the wrong basal rates of insulin and experiencing high blood glucose, due to the insulin pump resetting for two weeks. It was stated that the customer did not know the settings were reset when it occurred. The customer's blood glucose was 452 mg/dl on the morning the issues were reported, and a doctor gave him a shot to treat. The doctor advised to discontinue the insulin pump use and provided manual injections. Nothing further reported.